Manufacturer narrative:
H4: the lot was manufactured from february 05, 2020 ¿ february 06, 2020. H10: thirty-nine (39) actual samples were received for evaluation. A visual inspection was performed with magnification, and it was noted that white foreign matter inside the bag above the spike port was observed in one (1) sample only. No foreign material was observed in the remaining samples during magnified visual inspection. The reported condition was verified in one (1) sample; however, was not verified in thirty-eight (38) returned samples. The cause of the reported condition was undetermined. Additionally, a damaged thread area of the fill port cap was also observed in one (1) sample only. The cause of the damaged thread was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in the fill port cap of thirty-nine (39) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.